Event description:
It was reported that a patient experienced hemolysis. It was reported that after a pulsed field ablation (pfa) procedure in which over 60 but under 70 pulses were delivered, a patient experienced hemolysis and led to be placed on dialysis. The patient was admitted to further examination. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.